Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer would change out cartridge and infusion set and resume insulin. There was no impact to customer's blood glucose level. Customer indicated that cartridges are changed "about 2 days" each time.